Event description:
Max from nashville called in, and said that the pcb caught fire.

Manufacturer narrative:
We have requested that the unit be returned for evaluation. As of the date of this report, the unit has not been received. From photographs of the pc board, it appears that a solder joint/run on the printed circuit board overheated causing the board to partially melt. The melting produced the smoke reported by the user. The root cause of the failure could not be determined.